Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-01866. It was reported that the patient presented for a follow up in clinic. It was observed that a portion of the active right ventricular lead and device header had eroded through the skin at the edge of the pacer pocket. The patient was asymptomatic and didn't think much of it. Blood cultures were negative with no symptom or sign of infection. The entire system was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis of the device was normal.. The device tested above the elective replacement indicator (eri). No anomalies were noted.